Event description:
Customer reports, a male pt 23 days of age had a pyloromyostomy operation on 4/1/98. On 4/5/98 the pt came to the emergency room complaining of vomiting and bleeding in the operation area. The pt had a post operation evisceration caused by the rupture of the suture. The abdominal wound was closed on 4/5/98 and the surgeon found the original suture broken with the area or the knot intact. Current pt status was not given.